Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with vancomycin injection (1gm every 4 days and was discontinued after 10 days ) and meropenem injection (1gm per day and was discontinued after 10 days ). At the time of this report, the patient has recovered and was discharged after ten 10 days of hospital stay. Pd therapy was ongoing. No additional information is available.